Event description:
It was reported that following the implant of the right ventricular lead (rv), no good sensing or pacing values were seen; possible lead dislodgement. The following day the lead was repositioned with good values. The lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrs1 ipg, (B)(6) 2014. (B)(4).